Event description:
It was reported the device status is eri (elective replacement indicator) and the pacing is noted at vvi 65. Review of device data showed the device is "stuck" in vvi 65. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save-to-disk review - device lock-up.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save-to-disk review - device lock-up. A single unit was repaired but no other devices were repaired.